Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed high battery impedance. We did receive performance data collected from the device and have analyzed the data. High battery impedance, leading to eri (elective replacement indicator). Eri due to high battery impedance logged on (B)(6) 2011, prior to explant. Ramware version 8 appears to have been installed on or around (B)(6) 2011.

Event description:
It was reported that there was early battery depletion, and that the device was at eri (elective replacement indicator) due to high battery impedance. It was also reported that the patient was not feeling well. The device was explanted and replaced. No patient complications have been reported as a result of this event.